Event description:
It was reported that "product was implanted approximately one year ago, patient was doing fine, until about two months ago, patient presented to doctors office complaining of pain, at which point xray showed radiolucencies appeared on the acetabular shell. Patient was scheduled for revision, and at revision it was confirmed that cup was indeed loose."